Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2024-00046.

Event description:
A mobi-c patient reported experiencing pain and numbness in both hands approximately 1.5 years post-operatively; these symptoms were initially resolved post-operatively. The patient consulted a surgeon who took x-rays and determined that both the mobi-cs at c5/6 and c6/7 are in the proper height and position. The patient is undergoing testing to determine a treatment plan. This is report two of two for this event.

Event description:
A mobi-c patient reported experiencing pain and numbness in both hands approximately 1.5 years post-operatively; these symptoms were initially resolved post-operatively. The patient consulted a surgeon who took x-rays and determined that both the mobi-cs at c5/6 and c6/7 are in the proper height and position. The patient is undergoing testing to determine a treatment plan. This is report two of two for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the lot number is not available. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.